Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) balloon got out from the vessel during the step ¿gently pull back two stops¿. There was no reported patient injury. The product was clinically used and will be returned for analysis. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The vessel type was arterial. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The advancer tube was engaged to the tamp lock. The syringe was returned separate from the device. The sealant and procedural sheath were not returned for evaluation. No anomalies were observed. Leak testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not able to be confirmed since the lumen of the returned device was clogged by dried contrast media/saline. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the pull through reported. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) balloon got out from the vessel during the step ¿gently pull back two stops¿. There was no reported patient injury. The product was clinically used and will be returned for analysis. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The vessel type was arterial. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.